Event description:
It was reported that, during and appropriate defibrillation episode, the patient had oversensing via wide morphology intrinsic waves. Technical services advised no programming changes at the time. Several months later it was reported that the patient had two episodes of inappropriate shocks (five shocks in each episode) due to oversensing via reduced intrinsic amplitudes and changes in morphology. There were no additional adverse patient effects. Technical services advised some testing. The system remains implanted.